Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut down on its own, emitted a loud beep, then restarted. The customer stated that this issue is present on all four of his cns units. The customer will be sending in log files for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) shut down on its own, emitted a loud beep, then restarted.

Manufacturer narrative:
Details of complaint: on (B)(6) 2017, the customer at (B)(6) reported the following issue with the central nurse's station (cns) (pu-621ra; sn (B)(4)). From patient monitoring: the device exited the nk software to windows, shut down, and then restarted after a loud beep. Customer states it occurred with all 4 of the cns's. Service requested: troubleshooting. Service performed: nk ts logged into the customer computer and checked the log files. The log files of the unit were submitted by the customer to nkts. Nkts requested qa for further evaluation. Qa sent requests to the customer for the following information: did the device exit to windows on its own or did the biomed go to windows screen and then the shutdown occurred? Did it restart to an nkc software? It said that it happened on four devices. Was it all at the same time? Are they using the device now? All further attempts to reach the customer were met with no response. Considering the age of the reported incident, this case can be considered resolved. Investigation summary: the root cause of the issue could not be determined as the customer stopped communicating after the initial report. Investigation determined the issue poses medium risk. The reported issue does not require further investigation through CAPA process.

Event description:
The customer reported that the central nurse's station (cns) shut down on its own, emitted a loud beep, then restarted.